Event description:
It was reported that noise was seen in the primary vector likely due to mechanical or myopotential noise. The device was programmed to the secondary vector and a request for more information was requested. A review by boston scientific technical services (ts) noted no more episodes related to noise were observed january 2020 until april 2020 after vector reprogramming. Further information was needed for further discussion and review for engineering. To date, this information was not provided and the device remains implanted. No adverse patient effects were reported.